Event description:
Pelvis flipped when viewing in cup reaming view and cup planning with 3d model on planning laptop.

Event description:
No new information.

Manufacturer narrative:
Due to product details and additional information being received after the initial aer decision was made, this event is now being reassessed as not reportable. A health risk assessment was completed for this event which indicated that, for conduct treatment planning: system outputs incorrect treatment planning information leading to user failing to create an appropriate treatment plan for the patient, the highest potential severity of harm associated with this non-conforming product is an s0 with a potential occurrence level o5. There is no adverse consequences or patient harms associated with the reported event. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based on the review of the applicable nc assessment documentation, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is deemed not reportable. If additional information is received, the aer decision will be reevaluated.